Event description:
New information noted that one small episode of noise occurred again. No intervention was performed, the patient would continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2019-14879. It was reported that a pacemaker dependent patient presented in clinic for follow-up. Upon review, it was discovered that the right atrial lead and right ventricular lead exhibited noise causing inappropriate auto mode switch episodes and periods of inhibition. No intervention was performed. The patient was stable and was the sent home with a holter monitor.